Event description:
Discordant, falsely elevated sodium and chloride results were obtained on one patient sample on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The sample was rerun on the same instrument and an alternate instrument, and the sodium and chloride methods resulted lower on both instruments. The rerun results from the same instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The sample had been rerun on the same instrument and resulted as expected. The tsc specialist did discover that the customer was not centrifuging patient samples according to the tube vendor specifications. The cause of the discordant, falsely elevated sodium and chloride results on one patient sample is unknown. The cause of the sample tubes being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.